Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown, however reported to be approximately 4 months before the event). According to the complainant, during a replacement procedure on (B)(6), 2012, when the physician withdrew the device, it was noted that the internal bolster detached. The physician could not locate the internal bolster. The physician checked the patient for any complications, such as bleeding, using endoscopic imaging and none were found. The physician believes that the detached fragment came out of the gastrostoma when the device was withdrawn from the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown, however reported to be approximately 4 months before the event). According to the complainant, during a replacement procedure on (B)(6), 2012, when the physician withdrew the device, it was noted that the internal bolster detached. The physician could not locate the internal bolster. The physician checked the patient for any complications, such as bleeding, using endoscopic imaging and none were found. The physician believes that the detached fragment came out of the gastrostoma when the device was withdrawn from the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed feeding and medicine ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 5.5 cm mark and was without issue. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. During the physical evaluation it was found that the tubing was intact. The internal bolster was found to be torn in half and portion with obturator rod pocket was separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The internal bolster appears to have had been securely molded to the tubing. The bolster failure appeared to have occurred while undergoing shear force during use. There were no voids or defects found in the internal bolster that might have contributed to the failure. The internal bolster appears to have had been securely molded to the tubing. The tubing and internal bolster did not present evidence of material degradation during implantation. The internal bolster most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lots 13587982 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13587982.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.